Manufacturer narrative:
Patient information was unavailable from the site. UDI and lot number not available for this system at time of filing. The device manufacturing date is dependent on lot number/serial number, therefore, unavailable. The device has not been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported the screw of the orthopedic reference frame fixator was damaged during cleaning prior to the procedure. The procedure was completed with navigation system using back-up parts. This issue occurred preoperatively and did not cause any surgical delay. There was no reported impact on patient outcome.

Manufacturer narrative:
The orthopedic reference frame fixator was returned to the manufacturer for analysis. Analysis found one of the screws was missing. Analysis found that the reported event was related to a physical damage issue. If information is provided in the future, a supplemental report will be issued.